Manufacturer narrative:
Concomitant products: 5076-58 lead. Implanted: (B)(6) 2007.

Event description:
It was reported that the right atrial (ra) lead had dislodged. The lead was explanted and replaced. This patient was a participant in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.